Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was replaced because the patient controller displayed the "replace generator, the generator has reached its end of service" message.